Event description:
A caller reported a malfunction on their pump following a body scan while returning from india, resulting in the pump screen becoming dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the pump into a power source, which successfully turned the screen back on. The caller was assisted in resetting the pump after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if any issues reappeared, which the caller acknowledged and understood.